Manufacturer narrative:
The reported event of noise was confirmed by analysis. Final analysis found that the insulation was abraded at 15.7cm to 15.8cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversening which caused inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.